Manufacturer narrative:
Block b3: approximated based on the date the study commenced. Block d4, h4: the literature article did not provide the suspect device upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: shin, et. Al: comparison of disposable digital single-operator cholangioscopy versus direct peroral cholangioscopy for the diagnosis of intraductal superficial lesions of the bile duct; endoscopy; 2024; doi: 10.1055/a-2322-4657. Block h6: imdrf patient code e2326 captures the reportable event of inflamation. Imdrf patient code e1109 captures the reportable event of cholangitis.

Event description:
Boston scientific corporation became aware of an event involving the spyscope ds ii through the article titled comparison of disposable digital single-operator cholangioscopy versus direct peroral cholangioscopy for the diagnosis of intraductal superficial lesions of the bile duct. This study was conducted to compare the usefulness of disposable digital single-operator cholangioscopy (d-soc) and direct peroral cholangioscopy (d-poc) in the diagnosis of intraductal superficial lesions of the bile duct. According to the article, 38 patients with suspected biliary diseases underwent both d-soc and d-poc using the spyscope ds ii. Both techniques demonstrated similar effectiveness in lesion detection and tissue sampling. D-soc showed a shorter procedure time and a tendency toward higher technical success, while d-poc provided superior visualization quality. Following the procedures with the spyscope ds ii, events of cholangitis and cholecystitis were reported. No additional details regarding the severity or outcome of these conditions were reported in the article. There were no reported device malfunctions or performance issues associated with the spyscope ds ii in this study.